Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized twice for diabetic ketoacidosis, with blood glucose over 1200 mg/dl during the first hospitalization. The customer stated that the first hospitalization was due to an infection, during which she had also received multiple no delivery alarms. The customer added that she had received no delivery alarms about four times a week. The customer then stated that she was not wearing the insulin pump when she was hospitalized for hyperglycemia about three weeks after the first hospitalization. The customer also stated that she was using a quick-set infusion set. Programming was correct. Nothing further was reported.